Event description:
It was reported that during a craniotomy, the navigation device did not properly register with the system. The surgeon decided to reschedule the procedure for a later date. The procedure was successfully completed three days later. No patient or user injury was reported, an no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer for evaluation. A follow up report will be submitted if the product is received, and if the investigation results require.